Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure and experienced cardiac failure requiring medical treatment. The report indicated that the patient developed cardiac failure approximately three years after radiofrequency (rf) ablation. Medication was administered and the cardiac failure improved. There was no extended hospitalization. The physician speculated that the onset mechanism of left atrium (la) calcification after rf ablation, and long-term persistence of ablation-induced la inflammation, which contributed to the onset of la calcification. There is a possibility of some inflammation-mediated causality between ablation of atrial fibrillation and la calcification. No abnormalities were observed prior or during use of the product. Additional information received indicated that the event was post use. The physician believed that after rf ablation (about 3 years ago), the inflammation of the left atrium persisted for a long time, resulting in calcification of the left atrium and leading to heart failure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).